Event description:
Pt was brought to surgery for a right hemicolectomy for cancer. Pt had a complicated postoperative course with a postop myocardial infarction, hypotension, and atrial fibrillation. Pt developed oliguria/anuria post-op despite fluids. A subclavian cordis was placed for a swan-ganz catheter insertion. The vein was entered, guidewire inserted without resistance. Ectopy was noted on the monitor. Dilator and sheath were placed without difficulty. On aspiration of the line, large air was effortlessly withdrawn. Pt's oxygen saturations fell to 70's/60's. Cordis was examined immediately and noted to have a large air leak via hemostasis valve or vacuum negative pressure. Pt was bag ventilated; bilateral breath sounds present. Needle thoracotomy was performed for concern related to occult tension pneumothorax. No return of air and no change in pt status; the cordis was pulled. Pt was intubated, oxygen sats = 90%. Post-procedure a chest x-ray showed bilateral full lung inflation, no pneumothorax, no pulmonary edema. Pt was maintained in trendelenberg position as a precaution against cva secondary to air emboli. Pt was hemodynamically stable. No air was auscultated on cardiac exam. Later during the pt's stay in ICU, they had two subsequent changes of swan-ganz catheter and both cultured negative. Pt was on a ventilator because of respiratory failure; also developed renal failure, obtundation, leukocytosis, and thrombocytopenia. Prognosis was guarded and pt had multiple organ system failure despite aggressive supportive care. Pt expired. Autopsy was not performed. The cordis introducer cannot be located. Upon questioning the staff, rptr concludes that the product was apparently discarded.